Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The system was reset to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the display turned off during preuse tests with an audible alarm. Manual and mechanical ventilation could not be started. There was no report of patient involvement.